Event description:
Initially alaris pump screen showed heparin infusion at 5 ml/hour with appropriate drip chamber flow. Nurse noted drip chamber started to free flow without pump beeping and screen still reading 5 ml/ hour. Patient received approximately 5,000 unit bolus of heparin (50 ml). Infusion stopped and pump removed from service. Patient without apparent injury. Follow-up indicates that the pump had passed the occluder testing just prior to the event, and subsequently failed the test when the pump was tested after the event. The pump has since been sent back to the company for corrective action. The hospital has a total of 1,114 alaris large volume pump modules which are managed and serviced for the hospital by a third party distributor. The pump distributor has completed occluder testing of 1046 of the lvp modules, as of this date, using the latest protocol provided by alaris. Pumps which fail the occluder testing are returned the the distributor's district office where the failure is verified, and failed pumps are then returned to alaris for x-ray inspection. Of the 1046 pumps which have been tested, 80 lvps have failed the occluder test, or 7.65%.